Event description:
The patient underwent full vns replacement surgery due to high impedance. During attempts at product return, it was revealed the products were discarded.

Event description:
The x-rays were received by the manufacturer and reviewed. The generator placement appeared to be normal in the left axillary chest area. Complete pin insertion was confirmed as the pins can be seen coming through the connector blocks. The feedthrough wires and the lead wire continuity at the connector pins appeared normal. The lead was observed in the neck and chest. The strain relief bend appeared to be placed per labeling. Only two tie downs were present, which was not according to labeling. There was no evidence of a strain relief loop as recommended per labeling. It was noted that a break in one of the leads is present below the electrodes. Additionally, the lead appears to be tangled in the section coming out of the generator. No part of the lead appears to be behind the generator. In the portions of the lead visible, no other gross lead fractures or other anomalies were observed. Based on the images provided, the root cause of the high impedance is likely related to the break and/or the tangle in the lead. Note that the presence of a micro fracture and/or a lead discontinuity cannot be ruled out in the portion of the lead that is not visible in the provided images.

Event description:
It was reported that high impedance was observed on the patient's vns. The patient did not report any injury or trauma to the area. It was stated that x-rays were ordered. The x-rays have not been reviewed by the manufacturer to date. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.